Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a low battery alarm. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator received a low battery alarm while the device was plugged into ac power. It was then reported, that a biomed was able to duplicate the issue, and noted that the device only runs on battery and has no ac power. It was verified that the device had 120vac for the power supply input, however, there was no voltage for the j1 connector (brown/orange wires) at the power management (pm) printed circuit board (pcb) connector. The customer was provided with the part ID for a replacement power supply.

Manufacturer narrative:
H10: the customer reported that the power supply was replaced, and the device was returned to service. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.